Event description:
Material#: ns302832 batch#: 4030296 it was reported by the customer that user identified a gooey, glob-like substance on the syringe plunger. Substance was translucent and stuck to the syringe plunger. Upon further inspection, substance could be scraped off of the plunger using a hard plastic material. Consistency was similar to that of an adhesive or glue. Rcc received a complaint via community. Pir attached. User identified a gooey, glob-like substance on the syringe plunger. Substance was translucent and stuck to the syringe plunger. Upon further inspection, substance could be scraped off of the plunger using a hard plastic material. Consistency was similar to that of an adhesive or glue. Additional information: there was no harm or urgent medical situations that resulted from this complaint. However, cell therapy manufacturing reagents were discarded out of an abundance of caution so there was a financial impact.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up. It was reported there is a gooey, glob-like substance on the syringe plunger. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with a solution. There appears to be a droplet of lubricant on the syringe rubber stopper. No other defects or imperfections were observed. The droplet of lubricant is considered an acceptable imperfection. The lubricant is medical grade and applied to the inner wall of the syringe barrel and rubber stopper for smoother movement of the syringe plunger rod. A device history record review was completed for provided material number 302832, lot 4030296. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: ns302832. Batch#: 4030296. It was reported by the customer that user identified a gooey, glob-like substance on the syringe plunger. Substance was translucent and stuck to the syringe plunger. Upon further inspection, substance could be scraped off of the plunger using a hard plastic material. Consistency was similar to that of an adhesive or glue. Verbatim: rcc received a complaint via community. Pir attached. User identified a gooey, glob-like substance on the syringe plunger. Substance was translucent and stuck to the syringe plunger. Upon further inspection, substance could be scraped off of the plunger using a hard plastic material. Consistency was similar to that of an adhesive or glue. Comments on 29/05/2024. Please see images attached with the substance highlighted. There was no harm or urgent medical situations that resulted from this complaint. However, cell therapy manufacturing reagents were discarded out of an abundance of caution so there was a financial impact.